Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient did not receive alerts on the g5 mobile application. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of no audio on the low alert could not be confirmed. A root cause could not be determined.